Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received one inappropriate shocks. The right ventricular (rv) lead dislodged in the rv near the tricuspid valve. The lead also exhibited high thresholds, varying thresholds, oversensing, diminished sensing, and variable sensing. The lead was attempted to be repositioned but acceptable sensing could not be obtained. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.